Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that customer received a failed battery test alarm even after troubleshooting and battery change. Customer's blood glucose was 123 mg/dl.. Insulin pump would be replaced.

Manufacturer narrative:
The pump was received with normal operating currents and no unexpected battery out limit and failed battery test alarms noted during testing. The pump passed the self-test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement tests. The pump had minor scratches on the lcd window, a cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip.